Event description:
It was reported the device was used during a laparoscopic splenectomy procedure. It was reported the lcs15 would not assemble properly prior to the case getting started. The jaws of the device would not align properly. Another lcs15 was opened to complete the procedure. The sales rep is only returning the handle portion of the device. There was no consequence to the pt.